Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd is black and the display was not viewable. The device was not in patient use. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.